Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, the requested weight and relevant history is not available.

Event description:
It was reported that the pc unit produced an audible alarm and provided an error message code 255-xx-xxx. The alarm was also observed on channel c. It was noted that three modules (channel a, b, and c) were attached to the pc unit at the time of the event, with unspecified fluids infusing only through modules a and b. The infusion was programmed using guardrails drug library. The devices were immediately take out of service and a replacement pump was obtained. There was no patient impact.

Manufacturer narrative:
Additional information: d11 correction to sections: d.1, d.4, h.4, omit (1)8100 from d.11., g5 the report of system error 255-xx-xxx was not confirmed. ¿the pcu error logs contained no recorded 800.8000 (general os failure) error messages that would be recorded when system error 255-xx-xxx occurs. ¿the pump module s/n (B)(4) (channel c) error log showed a 210.6020 error message that occurred on (B)(6) 2020 at 1:10 pm, 20 minutes prior to the reported event time. Inspection of source pump module found no abnormalities with any of the electrical or mechanical components. Using a digital microscope, no abnormalities were observed in the keypad assembly. ¿internal inspection found no abnormalities with any of the components. ¿keypress replication failed to reproduce the reported system error. The root cause of the reported system error 255-xx-xxx was not definitively determined. System error 255-xx-xxx was not observed in the pcu error logs nor reproduced during testing. However, it is believed that the customer observed error code 210.6020 rather than the reported system error 255-xx-xxx. The root cause of the 210.6020 error was also not definitively determined.

Event description:
It was reported that the pc unit produced an audible alarm and provided an error message code 255-xx-xxx. The alarm was also observed on channel c. It was noted that three modules (channel a, b, and c) were attached to the pc unit at the time of the event, with unspecified fluids infusing only through modules a and b. The infusion was programmed using guardrails drug library. The devices were immediately take out of service and a replacement pump was obtained. There was no patient impact.